Manufacturer narrative:
A review of the manufacturing DHR indicates the device was manufactured DHR indicates the device was manufactured to specifications. An engineering analysis noted the failure was consistent with an insitu overload which may be anticipated for a patient that is active and of increased body weight. (B)(6).

Event description:
None.